Manufacturer narrative:
It was reported that the syringe did not expel all of its fluid volume. According to the reporting facility, an unspecified medication was still at the bevel of the needle even though the syringe plunger was fully depressed. The reporting facility was concerned that a patient did not get a full medication dose. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue.four (4) boxes of unused product were returned for evaluation. Ten (10) samples were randomly selected for evaluation. Visual inspection revealed no manufacturing or other defects that would prevent he samples from working as intended. Functional testing was performed by filling syringes with fluid and then flushing them out. After the plunger was completely pushed in to flush the syringes, a small amount of fluid was observed to remain at the hub or "dead space" of the syringe. The "dead space" of the samples was identified to comply with iso 7886-1 section 13 standard of 0.07ml of the 1ml syringe. All samples worked as intended. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the syringe did not expel all of its fluid volume.